Event description:
A home pt contacted baxter's technical service center regarding a check lines and bags alarm during priming. Baxter's technical service rep asked the home pt to check the drain line and heater line for occlusions, and push the spike in on the heater bag. The home pt thinks the heater bag may not have been completely spiked. No pt injury or medical intervention was indicated at the time of the initial report.